Event description:
It was reported that prior to an unknown procedure the technican stated that when they turned on the generator, it emitted an error tone. They could not remember what was the displayed error code. They first tried replacing the handpiece, then the generator and finally the sheers. Only after replacing the sheers did the harmonic function correctly. There was no reported pt consequence and 1 device is being returned for analysis. Procedure finished with another device of the same product code.